Event description:
The patient was implanted with a left ventricular assist device. After the implantation, the flow through the pump was observed to be low, around 3 liters per minute (lpm), and the patient developed signs of hemolysis. Approximately 4 months post-implant, a cardio CT scan revealed that the outflow graft was bent and the patient was subsequently returned to the operating room for revision. This did not improve the hemolysis and a decision was made to replace the pump. During the explant procedure, thrombus formations were noted.

Manufacturer narrative:
The patient remains on lvad support with the replacement pump. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted with the device analysis is completed.